Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/over-stress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix stretched. It is likely related to the issue of position/placement of the lead.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the physician was unable to prolapse the lead through the tricuspid valve. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.